Event description:
The facility representative reported that the device shuts off when it is put into battery mode during biomed testing. Although baxter attempted to obtain info, details were not available regarding add'l contact info. The hosp representative stated that there were no reports of pt injury or med intervention. No add'l info is available.